Event description:
It was reported that the patient underwent a mesh implantation on (B)(6) 2008 concurrently total abdominal hysterectomy and bilateral salpingo-oophorectomy due to fibroid uterus, menorrhagia , and stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.